Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing which was noted on stored non-sustained right ventricular oversensing episodes. The device was reprogrammed. Patient was asymptomatic.

Event description:
New information received indicated that after the programming changes were made, post-paced t-wave oversensing persisted and potential myopotential oversensing was also noted. The device was reprogrammed. Patient was stable.

Event description:
New information received indicated that the implantable cardioverter defibrillator exhibited additional episodes of t-wave oversensing. No device intervention was reported but programming changes were discussed. Patient was stable.